Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) could not advance further than the mid-septal region requiring a secondary location do be chosen. While repositioning the lp, the helix became stretched. The lp was removed and implant abandoned. The patient was in stable condition.